Event description:
Caller reported that a malfunction occurred on the pump, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections (mdi) as backup therapy until a replacement pump, equipped with updated software, was sent. Technical support provided instructions for putting the pump into storage mode and guided the caller on steps to take upon receiving the new pump. The problematic pump was instructed to be returned via ups within 10 days using the provided return box and pre-paid label.